Event description:
The device failed to capture the patient's heart rhythm via non-zoll electrode pads. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt.